Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4(version or model #), e1(telephone#), g4, g7, h2, h4, h6, h10. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period jan 2020 through dec 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue and replaced the ECG cable which corrected the issue. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) did not have an ECG signal. There was no patient involvement, and no adverse event reported.